Event description:
It was reported that during port placement procedure, the device allegedly had a leak. It was further reported that the device had to be removed. Reportedly, the patient experienced pain and vision changes. The procedure was completed using another device. The current patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2023).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported fluid leak issue, as no kinks or splits were noted throughout the catheter and no leaks were observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that four months and two days post port placement, the device allegedly had a leak. It was further reported that, the patient allegedly experienced pain and vision changes and pain medication and inflammation medication was prescribed to the patient. Reportedly, the device was removed and replaced. The current patient status was unknown.